Manufacturer narrative:
G4:16mar2021. B4:16mar2021. H11: although requested to be returned, the removed component has not been received for evaluation at this time. If the removed component is received, an evaluation will be performed, and an additional report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
The customer reported that the battery led does not light or work. The equipment does not turn on. The customer contacted product support and requested for service repair. The equipment does not turn on. The customer request collection back to the repair center for verification. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:18jan2021; b4:16mar2021. Philips field service engineer (fse) evaluation the device and confirmed the battery switch indicator does not turn on. The fse replaced the power switch overlay. After this repair the unit was confirmed to be operating within the manufacturer's specifications, and was returned to the customer for patient use. Although requested to be returned, the removed component was reported to have been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.